Manufacturer narrative:
This MDR involves one patient that was implanted with three devices. This report identified as "2247858-2015-00007 - device 1" is for the first device. Two separate reports identified as "2247858-2015-00007 - device 2" and "2247858-2015-00007 - device 3" are for the second and third devices. Device 2: catalog#: 28m340195362590u; lot#: 140909069; expiration date: 09/07/2017. Device 3: catalog#: 28m342195422590u; lot#: 150212016; expiration date: 02/08/2018.

Event description:
Case report reported as: "an (B)(6) female with a taa starting approximately 10mm distal to the lsa and extending into the distal dta. Plan was to use a 42/38x195 taper followed by 40/36x195 taper. The 42/38 was advanced without any difficulty; however the spiral support strut was not aligned to the other curve. It was between the midline and inner curve. They retracted to a straighter portion of the aorta and rotated one full turn and advanced again. It was better, but still not ideal, so we were repeated the previous step with another full turn. This time proper alignment was achieved. The graft was successfully deployed right at the distal edge of the lsa as intended. The second graft (40/36x195) was deployed without incident and ending just above the celiac. Completion angio showed a type ia endoleak. They ballooned the proximal landing zone (as well as the overlap junction and distal landing zone), but it did not resolve. The decision was made to extend proximally to the lcca covering the lsa. A 42x200 was then advanced to the lcca (this one did self-align), and deployed spot on right at the distal edge of the lcca". "They then ballooned the proximal landing zone again. The endolead was still there but drastically improved. The senior physician instructed his partner to balloon more. He did so (ballooned aggressively) and within seconds the patient's blood pressure started dropping. They shot a quick angio and you could see that there was an ascending aortic dissection. They started CPR, put the patient on bypass, and opened the chest. At that point we were told there's nothing more to do from an endovascular standpoint and that we should go. F/u: dr. (B)(6) called the attending endovascular consultant the next day and informed him that they were unable to repair the ascending aorta and get the patient off bypass and up to the ICU, but she expired that night regardless. Dr. (B)(6) himself said the device performed as it was supposed to and it had nothing to do with it- it was the aggressive ballooning". Outcome of the patient: patient expired either that evening or following day in ICU".